Event description:
During a hysterectomy, while operating around the cervix, the active blade on the harmonic ace curved shears fractured off the instrument. It was immediately identified and removed from the pelvic cul de sac. The remainder of the colpotomy was completed with monopolar shears.